Event description:
Customer called to report the pump's driver arm was loose. It was stated that they were concerned the driver arm was not pushing properly the reservoir's plunger. Device was not dropped, bumped, or exposed to moisture.